Manufacturer narrative:
Integra has completed their internal investigation on 07/22/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the received neuroballoon catheter was inspected under magnification. The silicone elastomer balloon did not burst (no typical longitudinal/radial slit), but features 2 marks, one of them being a cut on the proximal area of the balloon. This cut does not allow the balloon to remain inflated. The device history records review of ref 7cbd10, lot 0191419 did not reveal any anomaly. The batch was manufactured in july 2015 and included (B)(4) products. No similar complaints were received for a product from this batch. Upon review of integra¿s complaint system from january 2013 ¿ july 1, 2016, a total of five (5) similar complaints (including this one) for the neuroballoon catheter have been reported. The distribution is as follows: zero (0) in 2013 and in 2014 , three (3) in 2015 (pr # 126868 , 126870 ¿from the same surgeon- and 127075) and two (2) in 2016 (pr147925/pr148821 from the same neurosurgeon). No trend is observed. The complaint was verified for 3 cases. Approximately (B)(4) neuroballoon catheters have been sold from january 1, 2013 to june 20, 2016, resulting in an occurrence rate of verified complaints of 0.02%. The complaint is verified, the balloon does not remain inflated because of a cut. The standard procedure includes an inflation test prior to use at hospital and this neuroballoon catheter inflated normally prior to use. The exact cause of the damage could not be determined by the investigation but given the aspect of the cut, the most likely cause is a damage made by the insertion tool (endoscope). The integra complaint database for the device was reviewed since 2013 and showed a complaint rate of 0.02% (basis of (B)(4) devices) for balloon burst. Given the manufacturing controls , given the history of sales and complaints, and given the investigation results we do not suspect a manufacturing defect. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. This risk is minimized when following the instructions for use. No further investigation nor corrective action is deemed required.

Manufacturer narrative:
Additional information received on 30jun2016 with the following: while having endoscopic third ventriculostomy, a neuroballoon catheter was being used. The catheter was inflated and tested prior to insertion inside the patient's head and was noted to be functioning properly. However, at one instance, while the catheter was being inflated inside the patient's head, the catheter's balloon ruptured, deflated, and could no longer be inflated once more. There was no injury to the patient reported. The surgeon immediately removed the catheter and did a visualization of the ventricle/operative site through an endoscope. No part of the balloon was found inside the patient's head. A new integra neuroballoon catheter was opened to allow the procedure to continue.

Event description:
The balloon catheter popped. The product was in contact with the patient. The event did increase the surgery time. Additional information has been requested.